Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned delivery device underwent a thorough analysis. Visual analysis identified that the device was intact. The handle, connecting cable and pins in the rf connector were in good physical condition and the tubing had no kinks. The needle in the returned device was retracted but was able to be deployed using the deploy button. All the buttons were tested and determined to be functional resulting in a pass for the mechanical test. The returned device counter had shown it completed 0 treatment cycles. The return device successfully completed the priming and pretreatment process, which included 5 full-time treatments. All processes passed the mechanical and functional testing. The device's backplate and top casing were removed for interior visual inspection, and everything appeared normal and without any damage, resulting in a pass for the visual inspection. It was concluded that the product operates as intended with no issues. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during preparation of two handpieces, the generator showed error 241: prime failed. Both devices were from the same lot. The procedure was cancelled when the patient was under general anesthesia. No patient complications were reported.

Event description:
It was reported that during preparation of two handpieces, the generator showed error 241: prime failed. Both devices were from the same lot. The procedure was cancelled when the patient was under general anesthesia. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.